Event description:
It was reported that the patient reported chest pain and discomfort. An echocardiogram found a right ventricular (rv) lead perforation. There was also no rv capture at maximum output. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was noted in/on the helix/lobe mechanism. The inner insulation was kinked/buckled, the lead was stretched and there was apparent explant damage.